Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe plastipak 20ml s/su was defective. The following information was provided by the initial reporter: "20ml syringe, with defect in its body, close to the tip -" melted type "with a hole, making its use impossible".

Event description:
It was reported that syringe plastipak 20ml s/su was defective. The following information was provided by the initial reporter: "20ml syringe, with defect in its body, close to the tip -" melted type "with a hole, making its use impossible".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: it was performed the DHR, quality notifications and maintenance records were verified and potential records related to failure were not found. However, it was possible to confirm the deviation by analyzing the sample sent by the customer (damaged barrel). The process was evaluated and according to the investigation, a possible cause of the defect may have been a screw caused on the conveyor belts after the siliconization step.